Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a non-penumbra coil, and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted the non-penumbra coil and four pod pcs using the lantern. Subsequently, the physician advanced a new pod pc using the lantern to the target vessel. The physician then made multiple attempts to shape the pod pc in the target vessel; however, while retracting the pod pc, it unintentionally detached inside of the lantern. Therefore, the lantern containing the detached pod pc was removed. The pod pc was removed from the lantern on the back table and the lantern was reinserted into the patient. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.